Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No unexpected numbers ramping during testing. No moisture damage found inside the pump noted. The pump was unable to verify battery out limit and battery error alarm due to button error alarm. No blank display during testing noted. No damage was found on the lcd isolation tape. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of blank display, moisture damage, button error and battery out limit from the insulin pump. The customer's blood glucose reading was 131 mg/dl. The customer stated that she gave herself a bolus and the numbers were ramping. The customer took the battery out and the pump did not turn on. The customer received a button error and battery out limit alarm. The customer mentioned the humid temperature might have caused the screen to be foggy. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.